Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient¿s medical history included post laminectomy pain, syndrome, spinal stenosis, and multiple vertebral compression fractures with retropulsion in the canal. The patient's therapy consisted of baclofen 600 mg/ml at 135.13 mg/day (off label use) and dilaudid 2 mg/ml (dose not specified). The physician clarified the patient's pump was switched from morphine to hydromorphone while the baclofen remained at the same dose. The it (intrathecal) opioid was subsequently titrated up and the patient¿s symptoms went away. Patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, 500 mcg/ml concentration and morphine, 30 mg/ml concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient knew her pump was only good for 6 years and was concerned because she had her pump for 6 years this past (B)(6). Patient also mentioned she was concerned because at her refills, she was provided a telemetry stripe, and stated "the month before this last time" the telemetry strip indicated the pump was "good for" 4 months, "and now this one said 7 months". Patient mentioned she had been having symptoms for the past several months including extreme nausea and increase in pain, so she was concerned something may be wrong with her pump. Patient mentioned her healthcare professional had started using an ultrasound type device at refills and told patient everything with her pump looked good. Patient mentioned he had a change in medication in her pump. Patient asked what symptoms she would be experiencing if something were wrong with the pump. No interventions were mentioned. Patient mentioned drug in pump at time symptoms began was morphine and baclofen and 3 months ago, patient's drug was changed to dilaudid and baclofen and her hcp had been "building it up slowly". The patient reported concentration of dilaudid currently was 30 mg/ml (and was started with 1 mg/ml), and baclofen was 500 mcg/ml (and was lowered to 300 mcg/ml when medication was changed 3 months ago). No further complications were reported.